Manufacturer narrative:
The reported medwatch report number is mw5181469. Block h6: imrdf code a15 captures the reportable event of clip failure to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, the clip was damaged and failed to deploy. The procedure was completed with two additional clips. Good faith efforts were unable to be sent, and additional information was unable to be obtained, as no initial reporter or facility contact information, was provided.

Manufacturer narrative:
The reported medwatch report number is mw5181469. Block h6: imrdf code a15 captures the reportable event of clip failure to release from catheter. Block h11: investigation results the resolution 360 clip was not returned for analysis; therefore, a technical analysis could not be performed. The reported event of clip failure to release from catheter could not be confirmed. It was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review was completed and confirmed that the event of clip failure to release from catheter was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, the clip was damaged and failed to deploy. The procedure was completed with two additional clips. Good faith efforts were unable to be sent, and additional information was unable to be obtained, as no initial reporter or facility contact information, was provided.